Manufacturer narrative:
H4: the lot was manufactured from august 12, 2020 - august 13, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed droplets and solution at the bottom of the sealed over pouch from an apparent leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was identified after the bag was sent to the ward and the nurse was unpacking the bag. It was further reported the leak was contained within the primary overpouch. There was no patient involvement. No additional information is available.